Manufacturer narrative:
Bayer case number: (B)(4). Abdominal pain [abdominal pain]. Menometrorrhagia [menometrorrhagia]. Menorrhagia [menorrhagia]. Joint pain [joint pain]. Trouble walking [difficulty in walking]. Fatigue [fatigue]. Head pains [head pain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 17-jun-2025. The most recent information was received on 03-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 40-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced abdominal pain (seriousness criterion intervention required), menometrorrhagia ("menometrorrhagia"), heavy menstrual bleeding ("menorrhagia"), arthralgia ("joint pain"), gait disturbance ("trouble walking"), fatigue ("fatigue") and headache ("head pains"). Essure was removed on (B)(6) 2018. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). In 2018, abdominal pain, menometrorrhagia, heavy menstrual bleeding, fatigue and headache had resolved. At the time of the report, the arthralgia and gait disturbance had not resolved. No causality assessment was received for essure with regard to menometrorrhagia, heavy menstrual bleeding, arthralgia, gait disturbance, abdominal pain, fatigue or headache. The reporter commented: period of occurrence: from 2013 to 2018. Patient's current status: removal of implants in (B)(6) 2018 by hysterectomy with bilateral salpingectomy but still joint pain and difficulty walking. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jul-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) abdominal pain [abdominal pain] , menometrorrhagia [menometrorrhagia] , menorrhagia [menorrhagia] , joint pain [joint pain] , trouble walking [difficulty in walking] , fatigue [fatigue] , head pains [head pain] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 17-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 40-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced abdominal pain (seriousness criterion intervention required), menometrorrhagia ("menometrorrhagia"), heavy menstrual bleeding ("menorrhagia"), arthralgia ("joint pain"), gait disturbance ("trouble walking"), fatigue ("fatigue") and headache ("head pains"). Essure was removed on (B)(6) 2018. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). In 2018, abdominal pain, menometrorrhagia, heavy menstrual bleeding, fatigue and headache had resolved. At the time of the report, the arthralgia and gait disturbance had not resolved. No causality assessment was received for essure with regard to menometrorrhagia, heavy menstrual bleeding, arthralgia, gait disturbance, abdominal pain, fatigue or headache. The reporter commented: period of occurrence: from 2013 to 2018. Patient's current status: removal of implants in (B)(6) 2018 by hysterectomy with bilateral salpingectomy but still joint pain and difficulty walking. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.